Manufacturer narrative:
(B)(4). Add'l lot numbers & device manufacture dates: 100401, 04/01/10; 100415, 04/15/10; 100517, 05/17/10. The 900mr067 reusable adult circuit tubings are en route to fph for investigation. We will provide a f/u report once we receive the complaint devices and have completed our investigation.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) rep that holes were observed in a quantity of 400 900mr067 reusable adult circuit tubings. This was noticed during their functional testing process. No pt consequence was reported.